Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm after multiple set changes. Customer did not perform troubleshooting for high blood glucose reading. The customer's blood glucose was 500 mg/dl at the time of incident. Customer tried all remedies, but the issue reoccurred. Customer declined to troubleshoot high blood glucose reading. The issue was resolved by changing the set. The set will be returning for analysis. The insulin pump will not be returned for analysis.